Event description:
It was reported that during a coronary artery treatment procedure the balloon ruptured and a dissection occurred. The lesion being treated was located in a heavily calcified, heavily tortuous portion of the circumflex artery proximal to mid. Access was achieved through the leg. The physician treated the lesion with predilation. Upon inflation of the nc quantum apex balloon, unknown which inflation or atms, it burst. At the time of the balloon burst, a spiral dissection occured. The physician was able to remove the balloon. Two unknown stents were implanted to treat the dissection. There were no further complications reported and the patient condition is fine.

Manufacturer narrative:
(B)(4). Age at time of event: 18 years or older. The complaint device was not received at the complaint investigation site (cis) for analysis. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).